Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had experienced high blood glucose levels (400 mg/dl) after the pump was accidentally dropped. The customer disconnected from the pump and switched to insulin injections diabetes management.